Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 29 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received. In between a 1 cm segment of lead body was missing. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular approx. 8cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further damages most likely occurred due to tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR. After an implantation period of about 81 months, elevated threshold values and an increase of impedance were reported. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.